Event description:
The customer sent the device to the international service center in japan for routine periodic maintenance. The service technician on (B)(6)2017 during service identified error code 1111 (oxygen device failed) in the diagnostic error log although the event was not verified. There was no patient involvement.

Manufacturer narrative:
The customer complaint was caused by foreign debris in the oxygen valve solenoid which caused the unit to leak. Cleaning the customer returned oxygen valve solenoid corrected the failure with this unit.